Manufacturer narrative:
Additional information provided by the customer confirmed that the haptic was hanging out and never went into the patient¿s eye. The reported issue was identified as difficult to use the preloaded system. The staff has since then been re-trained. The preloaded insertion system and the intraocular lens were returned to the manufacturer for evaluation. Visual inspection of the return sample revealed that the plunger was not in advance position. The lens was placed in the appropriate position inside the device. The device was properly assembled. Scarce amount of ophthalmic viscoelastic device (ovd) were observed on the delivery system¿s cartridge. The reported complaint of failure to lodge or the haptic was hanging out was not verified. A review of the directions for use (dfu) was conducted. The dfu adequately provides instruction and guidelines for the proper use and handling of the device. Additionally, the dfu also recommend the use of viscoelastic when using the preloaded delivery system. The use of balanced salt solution alone is not recommended. The manufacturing record review was performed. The product was manufactured within specifications. The units were released according to specification. A batch record review (brr) shows that the product was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon did not like the lens as it was a failure to lodge in the patient's eye. No further information was provided.